Manufacturer narrative:
Follow-up #1: date of submission 9/29/15 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: multiple loss of prime warnings observed in the black box with low non zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration passed. Unrelated to the complaint, there is a dim display- letters have a red hue.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.